Manufacturer narrative:
The indigo system separator 8 (sep8) was kinked approximately 133.0 cm from the proximal end. The core wire and platinum wire were both fractured. The segment of the sep8 distal to the fracture was not returned for evaluation. Evaluation of the returned device revealed it was kinked near its distal end. This type of damage typically occurs due to improper handling during use. If the sep8 is forcefully manipulated during advancement or retraction, damage such as this may occur. Further evaluation revealed the sep8 was fractured proximal to the bulb. This damage likely occurred due to forceful retraction of the sep8 during withdrawal, or due to retraction of the sep8 through a tightened hemostasis valve. The segment of the sep8 distal to the fracture was not returned for evaluation. The cat8 mentioned in the complaint was not returned for evaluation. Sep8 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, while using the sep8 with an indigo aspiration system catheter 8 (cat8), the physician did not experience any resistance or difficulty. However, on the last pass, the physician noticed that the tip of the sep8 was stretched right below the nylon tip bulb. There was no damage observed on the cat8. The procedure was completed using the same sep8 and cat8. A new sep8 was not opened since the damage was noticed on the last pass. There was no report of an adverse effect to the patient.